Event description:
It was reported that there was an issue with mobi cartridges not fitting into her pump or the clinic's demo pump. There was no adverse impact to the customer's blood glucose level. After several attempts with the faulty cartridges, samples from the clinic worked without issue. Customer continued her insulin therapy successfully. Tandem technical support planned to send replacements for the damaged cartridges.